Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he received a lost sensor alarm. During troubleshooting, the customer stated that the needle had not come out easily, and when the sensor was removed, no cannula was seen. The blood glucose reading was 121 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the senor cannula was retracted inside of the sensor; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used. Unable to confirm the insertion needle anomaly due to the insertion needle was not returned.